Event description:
A nurse manager reported the doctor could hear the laser firing but nothing was happening during a procedure. A second system was used to complete the procedure. There was no pt impact reported.

Manufacturer narrative:
The company rep examined the system and found the fiber alignment was off. The company rep re-aligned the fiber. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).